Event description:
The customer stated an archtiect c16000 analyzer generated a falsely elevated potassium result for one patient sample. The architect generated an initial potassium result of 6.7 and a repeat potassium result of 3.8. The falsely elevated potassium result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). No consequences or impact to patient a follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer's issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Abbott field service replaced the ict cable and preamp board without resolution. The pump tubing was found to be crushed and the pump bellows were not seated properly. Attending to these issues resolved the customer's issues. Tracking and trending did not identify any adverse trends for the customer's issues. Labeling was reviewed and found to be adequate. A product deficiency was not identified.